Manufacturer narrative:
Corrections in d4: UDI number, d9, and h3. Additional information in h4 and h6: component, investigation type, findings, and conclusions. Inspection : the returned device was evaluated. Visual inspection reveals no deformities. Functional testing with a 5.5mm rod reveals that the item does mate properly with a rod. DHR review the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left zimmer biomet¿s control. Potential root cause the complaint is not confirmed. Functional testing with a 5.5mm rod reveals that the item does mate properly with a rod. Device usage this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that during surgery the surgeon tried to connect a transverse connector to a rod, but the transverse connector couldn't fit on the rod. A backup connector was used to complete the surgery, and there was no reported impact on the patient.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that during surgery the surgeon tried to connect a transverse connector to a rod, but the transverse connector couldn't fit on the rod. A backup connector was used to complete the surgery, and there was no reported impact on the patient.